Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the unit plate was bent. The event timing was unknown. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) nineteen times as documented in the repair reports in livelink. The last repair was october 30, 2014 where it was reported that the roller will not catch and the handle doesn't fit and the roller and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on october 17, 2017 revealed that the calibration and test cut could not be taken due to the damaged comb. The roller, gear, and side plates were also damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 17, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was damaged. It was also noted that the roller, gear, and side plates were also damaged the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the r replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware and the ratchet was repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that the unit plate was bent. No adverse events have been reported as a result of the malfunction.